Event description:
It was reported that a signal artifact monitor (sam) event was triggered due to this right atrial (ra) lead exhibiting high out of range pace impedance measurements greater than 3000 ohms. The health care professional (hcp) was concerned there was a possible ra lead break. Technical services (ts) discussed trouble shooting options. No adverse patient effects were reported. This ra lead remains in service.